Event description:
Pump was sent to service with a note attached stating that it cycles on and off. There was no report of any pt injury or medical intervention. Info regarding whether or not the device was being used on a pt when the reported situation occurred was not provided.